Event description:
It was reported an ongoing intermittent malfunction alarm related to a malfunction 12 code was reported, with occurrences logged on several dates. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was arranged as the original was confirmed to be under warranty, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.